Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced sensor issues. Customer stated the issues were lost sensor alerts, calibration error, sensor and blood glucose reading differences leading to threshold suspend. Customer stated that sensor and blood glucose differences could be more than 100 points off which occurred 2-3 weeks ago. Customer stated the sensor reading was 56 mg/dl going into threshold suspend however blood glucose was 102 mg/dl. Troubleshooting was done. The customer was educated regarding the sensor issues. No further information provided.